Event description:
It is reported that, while inserting the bushing into the clip, the clip fractured.

Manufacturer narrative:
Evaluation summary: breakage might have been caused due to application of a high bending force on the tab during its use. Cause cannot be definitely determined. Evaluation: as returned, a small piece of the device has fractured and was discarded at the hospital. Aside from the fracture, the device appears to be in good shape. Device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of over 4 years.